Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up in clinic. Upon review, high threshold was noted on the left ventricular (lv) lead. Programming changes were made. The patient was stable.